Event description:
It is reported that patient dislocated and broken insert was found during revision surgery.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Initially case was reported by zimmer inc (B)(4) with report number 1822565-2011-02404. This is a follow up with awareness of the stem, reported by zimmer (B)(4). Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).